Event description:
The clinician reported that less than 1 month after the dental implant was placed in ada site 22 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The clinician reported the patient was asymptomatic. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.